Event description:
Loaner serial (B)(4). Magnet is pulling unit smelled hot burning smell, when they tried to connect it to a patient. They want to know if it's MRI compatible" no patient injury has been reported.